Manufacturer narrative:
Additional information was received on 13-nov-2025 which indicated that the device is not available for return. The investigation was completed on 21-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31441847m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with optrell mapping catheter with trueref technology and an irrigation issue (device used in patient) observed. During left ventricle (lv) mapping, there was poor irrigation. Since an occlusion alert from the irrigation pump was triggered, the irrigation flow was checked. Due to observed flow issues, the optrell mapping catheter with trueref technology was replaced with a new one. After the replacement, the issue was resolved, and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received on 09-oct-2025. The suspected device for the reported flow/irrigation issue was the catheter. The device was used in the patient. The occlusion error was noted on the irrigation pump. Since the issue was related to optrell mapping catheter with trueref technology, it was not related to the generator. Additional information was received on 19-oct-2025. The terufusion infusion pump, te-161s(terumo) was used.